Event description:
A distributor reported an end user experienced an issue when using a mini stick max 4f x 10 cm stiff .018 ss/ss echo 2.75". It was reported that there have been several cases in which there was vessel injury during insertion. Additionally, it was reported that at this stage, they were unable to determine whether these incidents were related to the item itself or to procedural and user-related factors. It has been decided in the radiology department for the item to be used on the vein and not the artery.

Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. (B)(4).